Event description:
During a surgical procedure, surgeon was attempting to use a 3.0mm set screw extractor, when the tip broke off and was left inside the pt. No pt complications were reported. The product was discarded after surgery.